Event description:
The customer reported that during a hysterectomy, the jaws could not be re-opened while applied to tissue. The surgeon was able to activate the device in order to release it from the tissue. There was no reported pt injury. The device was returned for eval with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.